Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a paddle revision procedure due to an unknown reason. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient underwent revision procedure due to an unknown reason. No further information has been obtained despite good faith efforts. Additional information was received that the patient underwent lead revision procedure wherein the lead was moved due to physicians choice.